Manufacturer narrative:
(B)(4). It should be noted the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU) state ¿complications associated with the use of the gore® tag® conformable thoracic stent graft may include, but are not limited to, endoleak and reoperation.¿

Event description:
On (B)(6) 2022, a patient underwent endovascular treatment of an aortic arch aneurysm using a gore® tag® conformable thoracic stent graft with active control system. An axillary artery - axillary artery bypass using a gore® propaten® vascular graft was performed prior to the procedure. After the gore® tag® device was implanted, an intra-operative angiograph reportedly revealed a minor proximal type I endoleak. No further treatment was rendered, and the physician elected to monitor the endoleak. On (B)(6) 2022, a follow up computed tomography scan reportedly revealed a proximal type I endoleak. On (B)(6) 2022, a reintervention was performed. An additional gore® tag® device was implanted from zone 1, and a non-gore manufactured stent was implanted into left common carotid artery. The proximal type I endoleak was resolved, and the patient tolerated the procedure. The physician stated that, regarding the proximal type I endoleak, the proximal neck was short so the endoleak was unavoidable. At the initial treatment, the physician reportedly considered whether to place the gore® tag® device in zone 1 or zone 2. The patient had a history of stroke, therefore, he decided to place the gore® tag® device in zone 2 first. It was reported the physician would add a stent graft to zone 1 if a proximal type I endoleak was observed.